Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported that a 132 gallon dry acid mixer was not filling, and that smoke and a burning smell were noticed coming from the unit. Per the biomed, the clinical staff was mixing a batch of acid when they noticed a burning smell and saw wisps of smoke coming out of the display panel. The smoke was not enough to set off the smoke detectors at the facility. The clinical staff then contacted the biomed for guidance. The biomed advised the clinical staff to unplug the mixer. The following day, the biomed looked at the unit and confirmed there was still a burning smell present. The biomed looked at all of the machine¿s components and could not find any visible thermal damage. The biomed said the fill valve, control board, and all of the cables/wires looked good. The biomed then tried making a batch of acid, but the mixer was not filling. The biomed replaced the fill valve with a brand new one, but this did not resolve the issue. The fill valve was not getting any power. The biomed was still troubleshooting the failure at the time of follow-up. The facility has continued to use the mixer, but it needs to be filled manually. All other functions on the unit were working fine. The biomed said the mixer is only two years old, and it was confirmed that it stays plugged into a ground-fault circuit interrupter (gfci) outlet. Although the control board appeared to be in good shape, the biomed¿s next step was to replace the control board and the cable that goes from the control board to the fill valve. No sample is expected to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a 132 gallon dry acid mixer was not filling, and that smoke and a burning smell were noticed coming from the unit. Per the biomed, the clinical staff was mixing a batch of acid when they noticed a burning smell and saw wisps of smoke coming out of the display panel. The smoke was not enough to set off the smoke detectors at the facility. The clinical staff then contacted the biomed for guidance. The biomed advised the clinical staff to unplug the mixer. The following day, the biomed looked at the unit and confirmed there was still a burning smell present. The biomed looked at all of the machine¿s components and could not find any visible thermal damage. The biomed said the fill valve, control board, and all of the cables/wires looked good. The biomed then tried making a batch of acid, but the mixer was not filling. The biomed replaced the fill valve with a brand new one, but this did not resolve the issue. The fill valve was not getting any power. The biomed was still troubleshooting the failure at the time of follow-up. The facility has continued to use the mixer, but it needs to be filled manually. All other functions on the unit were working fine. The biomed said the mixer is only two years old, and it was confirmed that it stays plugged into a ground-fault circuit interrupter (gfci) outlet. Although the control board appeared to be in good shape, the biomed¿s next step was to replace the control board and the cable that goes from the control board to the fill valve. No sample is expected to be returned for manufacturer evaluation.